Manufacturer narrative:
This MDR references accriva diagnostics' complaint (B)(4) for the hemochron signature elite instrument, serial (B)(4). Complaint (B)(4) captures the child case for the lot number of the jact+ cuvette used during the procedure. Accriva diagnostics has requested all data required for form 3500a. This report serves as the initial and final MDR for this case and effectively closes the complaint.

Event description:
A healthcare professional reported inconsistent act results with a hemochron signature elite and act+ whole blood microcoagulation system during an ablation procedure for an abnormal heart rhythm. The target act for this procedure was 350 seconds. The third act reading was 258 seconds, which was a lower than expected result. The same blood sample was re-tested on a different elite instrument. The act reading was 370 seconds, which was within the expected range and was used for patient management. The procedure was completed successfully and no adverse events were reported. Both electronic and liquid quality controls passed on the suspect instrument prior to the procedure.